Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar levels rose excessively [blood glucose increased], patient relative reported a malfunction in the push button of the novopen 6 [device malfunction], no medication came out of the needle tip [device failure]. Case description: study ID: (B)(6) -innovex pen educator org. Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices). Patient's height: 150 cm. Patient's weight: 70 kg. Patient's bmi: 31.11111110. This serious solicited report from turkey was reported by a consumer as "blood sugar levels rose excessively(sugar blood level increased)" beginning on (B)(6) 2025 , "patient relative reported a malfunction in the push button of the novopen 6 (device component malfunction)" beginning on (B)(6) 2025 , "no medication came out of the needle tip (device failure)" beginning on (B)(6) 2025 and concerned a 784 months old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "diabetes mellitus", ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) (dose, frequency & route used: 50 iu, qd (30 units in the morning and 20 units in the evening daily) (for 4 to 5 years)) from unknown start date for "diabetes mellitus", current condition: diabetes mellitus (for 25 years), heart disease (for 20 years), hypertension (for 20 years), gout (for 20 years), neuropathic pain (last 4-5 years) (it was unknown whether the diagnosis was made before or after starting ryzodeg) procedure: underwent bypass surgery (20 years ago). Patient relative reported a malfunction in the push button of the novopen 6 used by the patient, stated that when pressing the button on the pen, no medication came out of the needle tip and was unable to administer the ryzodeg penfill on (B)(6) 2025. As a result on (B)(6) 2025, patient blood sugar levels rose excessively (rose to a level that the glucose meter could not measure) and the patient received three hours of treatment in the emergency department of their hospital before being discharged (date of admission and discharge not reported). Patient relative stated that patient uses approximately 15 different medications but could not recall their names. On the evening of (B)(6) 2025, patient preprandial blood glucose (blood glucose) was measured at 209 mg/dl batch numbers: novopen 6: unknown. Ryzodeg penfill 100 u/ml: asku. Action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "blood sugar levels rose excessively (sugar blood level increased)" was unknown. The outcome for the event "patient relative reported a malfunction in the push button of the novopen 6(device component malfunction)" was not reported. The outcome for the event "no medication came out of the needle tip (device failure)" was not reported. Reporter's causality (novopen 6) - blood sugar levels rose excessively (sugar blood level increased): unlikely. Patient relative reported a malfunction in the push button of the novopen 6 (device component malfunction): unlikely. No medication came out of the needle tip (device failure): unknown. Company's causality (novopen 6) - blood sugar levels rose excessively (sugar blood level increased): possible. Patient relative reported a malfunction in the push button of the novopen 6 (device component malfunction): possible. No medication came out of the needle tip (device failure): possible. Reporter's causality (ryzodeg penfill 100 u/ml) - blood sugar levels rose excessively (sugar blood level increased): unlikely. Patient relative reported a malfunction in the push button of the novopen 6 (device component malfunction): unlikely. No medication came out of the needle tip (device failure): unknown. Company's causality (ryzodeg penfill 100 u/ml) - blood sugar levels rose excessively (sugar blood level increased): possible. Patient relative reported a malfunction in the push button of the novopen 6(device component malfunction): possible. No medication came out of the needle tip (device failure): possible. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".

Event description:
Case description: investigational results: novopen 6; batch number: unknown no investigation was possible, because neither sample nor batch number was available. Ryzodeg penfill; batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated: -is non-reportable cand malfunction hanged to no -investigational results updated -expected date of fu report removed and final report ticked in EU/ca tab -imdrf codes updated in device addendum tab -narrative updated accordingly. Final manufacturer comment: 23-jul-2025: the suspected novopen 6 device has not been returned to novo nordisk for evaluation. The batch number of the device is currently unavailable, despite numerous attempts to obtain it. Consequently, no batch trend analysis or reference sample analysis has been conducted. Given the limited information on the handling of the suspected device, it is not possible to determine a definitive root cause concerning the functionality of the novopen 6. Elderly age the patient and multiple comorbidities are significant confounding factors contributed to hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary novopen 6; batch number:unknown no investigation was possible, because neither sample nor batch number was available.